Manufacturer narrative:
Recall number:z-0021-2022 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were corrected: h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitant devices: (B)(6) 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. (B)(6) 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5. 6019101 204-70-00 - tibial stem ext. Screw. (B)(6) 204-34-04 - fluted stem extension 40l x 14 mm. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 45 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear pain, stiffness, swelling, discomfort, and weakness. No further issues or complications were reported. No additional information is available.